Manufacturer narrative:
It was reported that these products will not be returned. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and coronary sinus leads were explanted due to a patient's septic infection. No further adverse patient effects were reported.